Manufacturer narrative:
(B)(4). Correction: section d4: invalid serial number removed. Section d9: device not available for evaluation. Section e1: email address of initial reporter corrected. Section g2: report source updated to include fimea. Section h11: method: the subject mr290v vented autofeed humidification chamber, additional information, and photographs were requested to be provided to fisher & paykel (f&p) healthcare in new zealand for evaluation. Neither the subject device, additional information, nor photographs were provided for evaluation. Our investigation is therefore based on the information provided by the healthcare facility, and our knowledge of the product. Results: the healthcare facility reported that a mr290v vented autofeed humidification chamber was found leaking water during patient use. No further information was provided on the exact location of the reported leak. Conclusion: based on the limited information provided by the healthcare facility and without the return of the subject device, we are unable to confirm the reported leak or determine the cause of the reported event. Every mr290v humidification chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v humidification chamber would have met the required specifications at the time of production. The user instructions that accompany the mr290v humidification chamber state the following: - do not use the chamber if the seals are not intact when received, or if it has been dropped. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. - ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient. - do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure there is a water supply connected to the chamber and that water is present within the chamber.

Event description:
A healthcare facility in finland reported via the fimea reporting system, that a mr290v vented autofeed humidification chamber, provided as part of a rt380 adult ventilator circuit dual heated with evaqua technology was found leaking water. There was no patient harm reported.

Manufacturer narrative:
(B)(4). Additional information regarding the reported issue has been requested from the healthcare facility. The mr290v vented autofeed humidification chamber has also been requested to be returned to fisher & paykel healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in finland reported via the fimea reporting system, that a mr290v vented autofeed humidification chamber, provided as part of a rt380 adult ventilator circuit dual heated with evaqua technology was found leaking water. There was no patient harm reported.

Manufacturer narrative:
(B)(4). Corrections: section d1: brand name updated to fisher & paykel healthcare; section d2a: common device name updated to breathing circuit; section d2b: product code updated to bze; section d4: model and catalog # updated to rt380. Section h11: method: the subject mr290v vented autofeed humidification chamber, additional information, and photographs were requested to be provided to fisher & paykel (f&p) healthcare in new zealand for evaluation. Neither the subject device, additional information, nor photographs were provided for evaluation. Our investigation is therefore based on the information provided by the healthcare facility, and our knowledge of the product. Results: the healthcare facility reported that a mr290v vented autofeed humidification chamber was found leaking water during patient use. No further information was provided on the exact location of the reported leak. Conclusion: based on the limited information provided by the healthcare facility and without the return of the subject device, we are unable to confirm the reported leak or determine the cause of the reported event. Every mr290v humidification chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v humidification chamber would have met the required specifications at the time of production. The user instructions for the rt380 adult dual heated evaqua2 breathing circuit state the following: do not use the chamber if the seals are not intact when received, or if it has been dropped. Visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. Ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient. Do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Ensure there is a water supply connected to the chamber and that water is present within the chamber. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times.

Event description:
A healthcare facility in finland reported via the fimea reporting system, that a mr290v vented autofeed humidification chamber, provided as part of a rt380 adult ventilator circuit dual heated with evaqua technology was found leaking water. There was no patient harm reported.